Event description:
It was reported that bd venflon pro safety 20ga 1.1mm od 32mm leaked the following information was provided by the initial reporter; venflon 20g leaking between the white section and cannula part. This happened with 4 different 20g cannulas.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Venflon 20g leaking between the white section and cannula part. This happened with 4 different 20g cannulas.

Manufacturer narrative:
Our quality engineer inspected the 50 representative samples submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the samples. In the photos, droplets of a transparent substance were observed. Analysis of the sample showed no abnormalities. All 50 samples passed the catheter adapter leakage test. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. As the defect could not be replicated, a root cause could not be confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.